Manufacturer narrative:
Bench repair replaced the user interface (ui) assembly, with navigation-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench repair on the v60 indicating that device's navigation wheel does not work. The front bezel with navigation ring that contains the button panel and navigation wheel must be replaced to solve this fault. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.